Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 11, 2020 that a genesys hta procedure set was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the device was not heating up. The staff tried a second device but the same issue occurred. The procedure was canceled due to this event. There were no patient complication reported as a result of this event.